Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) on 04-jun-2019 at 5:04 am because they were unable to pass the start-up mode on the atellica solution. A siemens customer service engineer (cse) was dispatched to the customer's site. Prior to the siemens customer service engineer (cse) arrival at approximately 8 am on (B)(6) 2019, the atellica solution was operational after the customer put back the cover (guard) on the track and rebooted the instrument. The cse determined that the guard to the vessel movement module (vmm) was displaced. It is siemens understanding that the customer inadvertently removed the guard on the track (vmm) system at 3 am on (B)(6) 2019 while attempting to open a drawer underneath the track, which caused the vmm to stop. The patient expired on (B)(6) 2019. A siemens headquarters support center specialist analyzed the event and determined that by design, for the operator's safety, the vmm will abruptly stop if an external cover is removed during operation. The instrument will not return to operation until the cover is correctly placed on the instrument. The cause of the delayed test results was due to an unintentional use error of displacing the vmm cover. Siemens medical affairs representatives evaluated the information provided by the customer. The test panel ordered on this patient sample appeared to be a basic metabolic panel, which is a commonly ordered set of tests for triage in critical patient care and was not ordered with a stat turnaround. The customer did not allege that any test results were discrepant. It is siemens' understanding that the delay in releasing results was apparent to the laboratory, allowing use of standard laboratory procedures for back-up testing during downtimes (for example: during maintenance, quality control or calibration issues, unexpected interruption, etc). The customer stated that patient samples were accessible and the laboratory had an alternate instrument (dimension vista). The co2 result, per siemens understanding of clinical practice, would be used in conjunction with electrolytes, blood gas and other testing results, as well as clinical presentation, in the assessment of acid-base status. It is also siemens understanding of clinical practice that a constellation of clinical, laboratory, radiologic, physiologic, and microbiologic data is typically required for the diagnosis of sepsis and septic shock. Siemens is filing this MDR in an abundance of caution. The instrument is performing within specifications. No further evaluation of this device is needed. MDR 2432235-2019-00210 was filed for atellica solution with serial number (B)(4) at the customer's site.

Event description:
On 04-jun-2019, the customer contacted a siemens customer care center and reported that they were unable to pass the start-up mode on an atellica solution. It was reported to siemens on 07-jun-2019 that a patient expired due to septic shock on (B)(6) 2019; the customer alleged the patient expired due to delayed results as two of their atellica solutions were not operational for several hours on (B)(6) 2019. The customer indicated that the sample was not a stat sample. It is siemens understanding that the customer was able to access the affected patient sample when the customer was not able to process the patient sample on the atellica solutions, and a functional dimension vista instrument was available for the customer to run the sample. The customer reported that the patient sample was tested for glucose, urea nitrogen, creatinine, sodium, potassium, chloride, calcium and carbon dioxide (co2) on the atellica solution instrument with serial number (B)(4) on (B)(6) 2019 and that the patient expired on (B)(6) 2019. The customer indicated that the results were reported to the physician(s) and the co2 test result of <10 meq/l was low. The customer did not allege that any test results were discordant. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and haven't been verified. This MDR pertains to the same patient referenced in MDR # 2432235-2019-00210.